Event description:
The patient's spouse reported that the patient can't ride a bike because the device "thinks [the patient] is sitting still." The patient went to a clinic to have the device "set right". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
The patient's spouse further reported that the device puts the patient in rest mode.